Event description:
Additional information received reported that the device was replaced due to the patient's receipt of a shocking sensation that caused her to drop to the ground multiple times. No impedance measurements were found to be abnormal. The patient outcome was reported as no injury.

Event description:
Additional information received reported that the patient had a shocking or jolting sensation that would cause her to drop to the floor and occurred up into her upper back area. Her stimulation was fine until about 1 week ago when a poking sensation occurred in her upper back area and shocking at the bottom of her battery. This was a different shocking sensation than the shocking that occurred previous to the lead revision, which was remarkable. This shocking had occurred two times in the last week; once while she was lying in bed and the other while she was standing in the kitchen. The sensations brought the patient to the floor. She was getting good stimulation otherwise. The device was shallow and sensitive at the pocket site since the revision a month ago. Palpation of the system was going to be tried and the impedance measurements were normal. Subsequent information received reported that the patient was having intermittent shocking sensation in her private area and the device pocket. The patient denied any fall or trauma. Palpation with stimulation off and on did not reproduce any shocking sensation. There were no indications showing device malfunction and all impedances were with in normal range. The patient was going to be seen in two weeks and was going to keep a log of the shocking situations. Further information received reported that the patient was seen last thursday and will be seen again this thursday. The patient was reprogrammed, which was successful in terms of pain coverage, but she was shocked within 30 minutes after leaving. Additional programming was done that thursday and the manufacturer representative had not heard back from the patient yet. It was noted that the patient was hesitant to turn off the device for troubleshooting purposes as she was using it 24/7. Current impedances were normal and the adaptive stimulation was disabled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information requested reported that the patient had revision surgery on (B)(6) 2012. The physician replaced the existing lead and moved the internal neurostimulator (ins) to the "opposite side". It was further noted that the patient was "receiving good stimulation, the impedance values were normal and the recharger was able to communicate with the ins".

Manufacturer narrative:
Product ID neu_tlock_anchor lot# unknown serial# implanted: explanted: product type anchor product ID 748951 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: 2012-(B)(6) product type extension product ID 748951 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 74002 lot# unknown serial# implanted: explanted: product typ pocket adapter product ID 3999 lot# v002217 serial# implanted: 2006-(B)(6) explanted: 2012-(B)(6) product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported on (B)(6), 2012 that the patient experienced a shocking sensation about four weeks after implant of a new implantable neurostimulator (ins). The shocking occurred on 5-6 different occasions and occurred once in the lower back and the rest of the times occurred in the buttock near the ins pocket site. The shocking sensation radiated down the patient's leg when they walked. There was no known incident or accident related to the complaint. Impedance measurements showed that bipolar electrode combinations with electrode 4 had impedances >10000 ohms. It was noted that electrode 4 was not used in the patient's programming. The patient had been getting good stimulation coverage but had been charging longer than expected. The patient got 4-6 coupling bars when charging and it was reported that the ins appeared to be slightly tilted. Follow up information was received from the company representative on (B)(6), 2012 and indicated that reprogramming was not performed. The ins seemed to be protruding at the superior edge and was deeper at the inferior edge of the device and caused the patient to have trouble charging. A pocket revision was scheduled, but explant was not anticipated at that time. Additional information was received on (B)(6), 2012 that reported the shocking sensation got progressively worse over time and the patient's lead and extensions were replaced. The reason for replacement was listed as "faulty leads." The patient did not suffer any injury and recovered without sequelae.

Manufacturer narrative:
Analysis results on the device were not available as of the date of this report. Analysis on the lead, two extensions, adapter, and anchor was reported in the previous supplemental report. A follow-up report will be submitted when analysis of the device is completed.

Manufacturer narrative:
Analysis of the extension 748951 quad, serial #n(B)(4), found no significant anomaly. The extension body was cut through, product segmented. Analysis of the extension 748951 quad, serial #(B)(4), found the extension body outer insulation breached depression. Analysis of the adaptor 74002 2x4, found no significant anomaly. The adapter proximal end connector corroded. Analysis of the anchor/t-lock found no significant anomaly. The anchor/twist lock anchor suspected tool marks. Analysis of the hinged lead found the lead body conductor broken anchor site unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The file was reviewed and updated in accordance with current coding standards. The main component of the system and other applicable components are: product ID 748951 serial(B)(4) implanted: (B)(6) 2005 explanted: (B)(6)2012(B)(6) product type extension product ID 748951 serial(B)(4) implanted: (B)(6)2005 explanted:(B)(6) 2012 product type extension product ID 74002 lot# unknown implanted:(B)(6) 2006 explanted:(B)(6) 2012 product type adapter product ID neu_tlock_anchor lot# unknown product type accessory product ID 3999 lot# v002217 implanted: (B)(6)2006 explanted: (B)(6)2012 product type lead product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_ext lot# unknown product type extension if information is provided in the future, a supplemental report will be issued.